Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm. The customer¿s blood glucose level was unknown. The customer stated that they had trouble with pump and changed the battery and pump stopped working. It was also reported that the customer received a power loss alarm. The customer was advised the insulin pump will need to be replaced. The customer was advised to refer to back-up plan per health care professional¿s until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The device was received with normal operating currents, no unexpected power loss alarms, no unexpected replace battery now alarms and no low battery alarms during testing.